Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen by a physician due to concerns of the leads eroding through the lead incision and the skin. In addition, the patient's ipg was unable to communicate with external devices. A manufacturer representative was unable to troubleshoot to repair the ipg, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issues.